Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient underwent successful transfemoral tavr with a 20mm 9750tfx valve. After the case, while looking over the sheath, the entire radiopaque portion of the distal end of the sheath was missing. The sheath was removed safely. The case was able to be completed successfully. The missing piece was unable to be located on fluoro with c-arm. No surgical intervention performed since the procedure to remove the piece. There was no esheath insertion difficulty during the case and no withdrawal difficulty.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A visual examination of the returned device was performed, and the following was observed: the liner was fully expanded as designed. The esheath distal tip was torn radially and missing. Sheath shaft scratches for 2 inches from distal tip were noted. X-rays taken and radiopaque marker was present at sheath tip. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints component separated during use and distal tip torn were confirmed per evaluation of the evaluation of the returned product. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, ''after the case, while looking over the sheath, the entire radiopaque portion of the distal end of the sheath was missing. The sheath was removed safely. The case was able to completed successfully. The missing piece was unable to be located on fluoro with c-arm''. Per evaluation of the returned device, the sheath distal tip was torn radially and missing. X-rays photos taken showed that the radiopaque marker was present at the sheath tip. The failure mode is characteristic of sheath tip tear events as described in product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, per review of the returned imagery, tortuosity, calcification, and undersized vessel regions were observed in the access vessel. The 14f esheath+ is indicated for vessel diameters grater than or equal to 5.5mm. Finally, the returned sheath shaft was slightly curved and had scratches on the sheath shaft near the tip, suggesting presence of vessel tortuosity and calcification, respectively. Tortuosity and calcification subject the sheath to suboptimal angles, which can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip and tear it upon advancement. Calcification and undersized vessel diameters can create a constrained condition on the sheath. In addition, sharp nodules of calcification can tear the tip through direct contact during advancement. If excessive manipulation is used, the tip can tear completely and lead to the tip tear separation, as observed. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient/procedural factors (tortuosity, calcification, undersized vessel, excessive manipulation) may have contributed to the complaint events. However, a definitive root cause was unable to be determined at this time. A pra was previously initiated to document investigation and assess associated risks for the issue. A previous CAPA captures process improvement activities regarding tip expansion. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.